Manufacturer narrative:
The manufacturing site name was documented as oberdorf in the initial report. This has been updated to (B)(4). Please note that the contact office address has been updated accordingly to reflect the corrected manufacturing facility address. If additional information should become available, a supplemental medwatch will be submitted accordingly. Please note that the incorrect date of manufacture (dom) (12/16/2009) was entered into the initial medwatch report. Upon further investigation the correct dom (09/28/2010) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Please note that the incorrect UDI of(B)(4) was entered into the initial medwatch report and has been updated as (B)(4).

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that control unit was not functioning on the power module device. It was noted that the bracket was twisted, the house was broken at the contact and the device did not work. It was further determined that the device failed pretest for function- test, saw- test, general condition and lever assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.